Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg since it was implanted. It was believed that the ipg was too deep to locate. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not able to charge the ipg since it was implanted. It was believed that the ipg was too deep to locate. The patient will undergo a revision procedure.